Event description:
The additional information received from customer noting that black water flowed out from a cracked area of the bending rubber.

Manufacturer narrative:
This supplemental report is being submitted to provide additional finding from customer. Updated fields: h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 1 - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during the inspection for use. There were no reports of patient involvement.